Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customers blood glucose level was 65 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.